Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported that she had high blood glucose and a no delivery alarm on the insulin pump. Customer declined troubleshooting as it was a past event. Customer treated with a manual injection and the pump. It was explained that the high blood glucose may be due to inserting incorrectly or in the wrong area. Customer was advised to try different infusion sets. Customer's blood glucose was reported as 400 mg/dl. Customer was advised to call when she does have no delivery alarms.